Event description:
In 2006, the lay user/patient contacted lifescan alleging that the one touch ultra was reading inaccurately high compared to her feeling/normal readings. The medical affairs specialist listened to the original call to obtain/verify the following information. In 2006 (5:18pm), the patient obtained a "164 mg/dl" on her meter while having symptoms of weakness in her legs, sweating, nausea, and slurred speech. The customer care advocate verified that the meter was correctly set to "mg/dl", an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. Following the use of the meter, the patient did not take any actions, but had her friend call the ambulance because she felt that the meter reading did not correlate her symptoms. The paramedics arrived and tested the patient on their meter, which read "45 or 46 mg/dl," which was performed 10 minutes after her meter reading. The paramedics gave her some "sweet glucose stuff" and took her to the hospital. The patient was then taken to the hospital, treated with IV glucose, obtained a "104 and 137 mg/dl" on the hospital's device, and was released 5 hours later. This complaint is being reported because based on statistical methodology, the calculated difference between the reported meter results exceeds lifescan's accuracy criteria between two meters and the patient obtained a relatively high meter reading compared to her low blood glucose symptoms. The patient was treated for low blood glucose from the paramedics and the hospital. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.